Event description:
It was reported that tip detachment occurred. A 4.00 x 48 mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the tip of the stent broke. The device was not used, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 48mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found evidence of stent damage with struts lifted in the mid-section. Balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. A dimensional analysis was performed; the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0. 0470-inch within max crimped stent profile measurement.

Event description:
It was reported that tip detachment occurred. A 4.00 x 48 mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the tip of the stent broke. The device was not used, and the procedure was completed with a different device. No patient complications were reported.